Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to force sensor resistor alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 200 mg/dl. Customer also reported that the insulin was squirting out during manual prime process. Customer was unable to exit the preparing to prime loop. Customer advised the drive support cap was flush. Customer advised during the seating of the force the sensor did not detect the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.